Manufacturer narrative:
(B)(4). CT scan received confirming the malplacement of the device. The bone screw will not be returned for evaluation. There is no allegation of a malfunction of the pedicle bone screw. Intra-operative fluoroscopy did not provide a visual indication of a pedicle breach. CT scan confirmed the event the following day and revision was performed to correct the pain. Pedicle breaches are a known risk of procedure identified in labeling. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
The initial one level tlif (trans lateral interbody fusion surgery) was performed on (B)(6) 2013 to fuse l5-s1 vertebral bodies. The following day patient had pain on right side and a CT scan confirmed the l5 pedicle screw impinged on the vertebral foramen. Revision surgery was performed to remove the screw. The patient is reportedly doing well post revision surgery.